Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an obstetric procedure, the needle tip broke off during suturing and needle tip was found. There was no patient injury.